Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel there was five occurrences of false positives on the bd max. It was yersinia negative on yersinia isolation media. No patient impact was reported. The following information was provided by the initial reporter: short description: false positive yersinia on bd max. Detailed incident description: yersinia neg on yersinia isolation media so putting results out as dna detected.

Manufacturer narrative:
H.6 investigation summary: the complaint concerns five samples that gave positive results for the yersina target with bd max¿ extended enteric bacterial panel (xebp; ref# 443812) kit lot 1202512, which were negative on yersina isolation media. The data provided for the investigation revealed that the bd max¿ xebp kit lot 1202512 was used in combination with the bd max¿ enteric bacterial panel (ebp; ref#442963) kit lots 1286476 and 2018217. Complaint history review showed two other complaints received on bd max¿ xebp kit lot 1202512, both for unrelated reasons. In the last twelve months, complaint history review showed seven other complaints regarding discrepant or false positive results for various targets with bd max¿ xebp assay. Various potential root causes were identified such as customer contamination, samples at assay limit of detection (lod) and atypical curve. Based on the complaint review, no reagents issue was identified. No anomaly was observed, in bhr review of bd max¿ xebp kit lot 1202512 nor bd max¿ enteric bacterial panel kit lots 1206476 and 2017217 which could have a link with the customer issue. Also, the kits met the release specifications and qc results were within the trends. Retain material was not tested since it would not provide more information than what is available from the final qc test. A gross product contamination would have been detected by the final qc test, which is not the case. No sample was received for investigation. Database from bd max¿ instrument ct0936 and runs 5798, 5814, 5839, 5845 were received for investigation. Manual pcr curves adjudication was performed. The pcr curves pattern of sample (B)(6) (run 5798) showed step dislocations in the raw pcr signal in all channels, resulting in positive results for the yersinia, plesio and campy targets. It is unlikely that these positive results are true amplification. Unfortunately, no root cause could be identified but the issue seemed isolated. For the remaining four samples identified by the customer, late and true fluorescence detection was observed in the fam channel in bottom position of the cartridge (yersina target) for run 5814 sample (B)(6) , run 5839 sample (B)(6) , run 5845 sample (B)(6) and run 5864 sample (B)(6) . Repeat tests gave negative results, except for samples (B)(6) (run 5814) and (B)(6) run 5839) for which no repeat test was found. Specimens at or near the assay limit of detection (lod) or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results for these samples. Overall, based on the investigation, bd is unable to confirm the exact cause of the customer¿s issues, although no reagents issue is suspected.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel there was five occurrences of false positives on the bd max. It was yersinia negative on yersinia isolation media. No patient impact was reported. The following information was provided by the initial reporter: short description: false positive yersinia on bd max detailed incident description: yersinia neg on yersinia isolation media so putting results out as dna detected.